Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device did not charge. The device was reported to be in clinical use at the time, but the information given by the initial reporter does not indicate patient involvement. No adverse event to patient or user was reported.